Event description:
It was reported that during a hysterectomy the patient that he used an enseal on was readmitted. There was some pooling of blood in the vagina but nothing major. The patient was home fairly quickly, no transfusion needed. Patient is home and in recovery.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the bmi of the patient? How was the surgeon in-serviced? What device did the surgeon use prior to starting to use the enseal x1 curve jaw? Were there any generator alert screens in the original procedure? Did the surgeon receive the closing latch click with each energy application in the original procedure? Did the surgeon receive the completion tone on each energy application? Did the surgeon seal 1 time or multiple times prior to cutting? Was any bleeding experienced during the initial operation with the enseal? Can a timeline of events be provided for this patient (2nd patient)? Was the source of the bleeding identified? Were any additional procedures performed? If so, what? What was the medical and/or surgical intervention to address the bleeding for this case (2nd patient)? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the bmi of the patient? 32. How was the surgeon in-serviced? There was a brochure sent before procedure and on the day the surgeon was shown the demo device and given a full in service in person with the demo. What device did the surgeon use prior to starting to use the enseal x1 curve jaw? Ligasure blunt tip. Were there any generator alert screens in the original procedure? No. Did the surgeon receive the closing latch click with each energy application in the original procedure? Yes. Did the surgeon receive the completion tone on each energy application? Yes did the surgeon seal 1 time or multiple times prior to cutting? There was double buzzing and then cutting. Was any bleeding experienced during the initial operation with the enseal? Not that was noticeable at the time. Can a timeline of events be provided for this patient? Was the source of the bleeding identified? No, she was kept under observation for 3 days. Were any additional procedures performed? If so, what? There were no further procedures just that she was kept in an observed and was sent home after 3 days. What was the medical and/or surgical intervention to address the bleeding for this case (2nd patient)? What is the patient's current status? Both patients are recovered and he has not heard of any further issues.